Event description:
Customer alleged a pt fell while either going to the restroom or returning from the restroom. The pt felt dizzy and grabbed the footboard of the bed then fell. The pt was found sitting on the footboard. The pt had to be put into neuro ICU due to the fall. The account would not release the details of the pt's injury. The hill-rom field investigation indicated this was a model 850 bed not an 894 bed as was indicated on the facilities med watch. The hill-rom field tech indicated the bed functioned properly.